Event description:
It was reported on (B)(6) 2025, the patient experienced a skin irritation of blisters, welts, redness and burning while wearing the universal electrode-patch. Patient reported there was no medical attention provided but received a prescribed medication of topical steroids. The patient did not have a break in service. Patient followed skin prep regimen. Patient reported having skin sensitivity and allergies to adhesives. Additional follow-up information was provided from patient on (B)(6) 2025 clarifying receiving a written prescription of clotrimazole and betamethasone dipropionate 1% and 0.5% to treat the skin irritation. Patient was offered lead wire adaptor (lwa) with the option to use the flex kit. However, the patient wanted to follow up with the physician to find if they will be resuming service. No further information to provide.

Manufacturer narrative:
It was reported on (B)(6) 2025, the patient experienced a skin irritation of blisters, welts, redness and burning while wearing the universal electrode-patch. The patient received a written prescription of clotrimazole and betamethasone dipropionate 1% and 0.5%. Patient followed skin prep regimen. Patient reported having skin sensitivity and allergies to adhesives. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch single use and disposed after use; therefore, it is not likely to be returned. Any skin probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years of age and has known medical/dermatologic conditions. The product labeling advised patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.